Manufacturer narrative:
To date the incident devices have not been received for evaluation. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent, a suprarenal aortic extension and two limbs stents. On (B)(6) 2016 the patient had a secondary procedure to repair a type 3a completed component separation of the right iliac limb stent from the main body. The physician implanted two additional limbs stents in the right iliac to seal the leak. On (B)(6) 2017 it was reported the patient came in emergently with a rupture and a type 3 endoleak. The physician implanted a non-endologix stent to seal the leak. The patient expired following the re-intervention. The cause of death is unknown and was not initially reported to endologix.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were substantial reported evidence that supported the following case event. It was confirmed that patient had a endoleak 3a with complete separation of the right internal limb (an afx extension was used prior to the endoleak 3a repair on (B)(6) 2016), and a ruptured and enlarged aneurysm on the right common iliac artery. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The likely cause of the loss of seal was related to the increased size of the right common iliac artery aneurysm and the dilation of the distal right iliac limb of the main body. Additionally the tortuous right iliac arteries likely contributed to the event. The cause of death could not be determined due to a lack of medical records surrounding the event. The death reportedly occurred following the successful emergent repair procedure utilizing a non-endologix device. In addition, on (B)(6) 2017 (at 33 months post implant): dilation of distal mb by was by 28%, and dilation of right iliac limb of the mb was by 20%. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. In addition, the review of manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned and no evaluation was completed. These types of events will be monitored and trended as part of the quality system.